Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/52;1236-2-852; 56114801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Comparing the usage sheets from the current and previous surgeries indicates a 28 +0 biolox head and 46f adm/ mdm poly insert were revised to a 28 +4 lfit v40 head and another 46f adm/ mdm poly insert.